Manufacturer narrative:
Complaint statement (B)(4): no samples were received for evaluation. Received customer pictures. A check of quality and production records revealed no deviations in relation to the reported errors. Customer advises they did not have any further issues after receiving a new centrifuge and following recommendations on clotting time. Therefore, the alleged malfunction is not justified.

Event description:
Customer states their client is reporting that there are red cells seeping through the gel barrier after being centrifuged, causing hemolysis in the serum. Client is stating the serum is normal color after centrifuging and then hours later they notice the red cells creeping up in both room temp and refrigerated bins. Customer states that they have always allowed the tubes to clot at a minimum of 20 min, with most being clotted for longer, and have never had a problem. One of the centrifuges was only spinning at 10 min and 4 sec, which vance has since remedied by sending a new centrifuge. The other centrifuge spun for the full 15 min, and both are set above 3300 rpms. Sometimes the serum is pink or dark orange after a normal draw and spin, so yes, it does seem there are sometimes red cells in the serum; however, we do not look at the serum under a microscope here.